Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including simulated use testing and underwater pressure leak testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown step of peritoneal dialysis therapy. During troubleshooting, it was discovered that leaks were observed on the homechoice cassette. The technical services representative assisted the patient with ending therapy early. There was no patient injury or medical intervention associated with this event. No additional information is available.